Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) and hemolysis. The dates of admission were (B)(6) 2021 to (B)(6) 2021.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. It was later communicated that the patient was admitted for elevated lactate dehydrogenase (ldh) from (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The reported power and flow elevations were confirmed in the log file analysis; however, the report of pump thrombosis could not be confirmed. A specific cause for the reported events as well as a direct correlation with (B)(6) could not be conclusively established. The three submitted log files contained overlapping data spanning from on (B)(6) 2021 21:41:43 through on (B)(6) 2021 15:27:12. The pump was set to a fixed speed of 9000 rpm with a low speed limit of 8600 rpm. Throughout the captured data, transient elevations in pump power as high as 9.2 watts were captured. Corresponding elevations in calculated flow as high as 11 lpm were also captured. The pump remained above the low speed limit for the duration of the log file and appeared to function as intended. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had elevated power and flows. A ramp echo was performed. The elevated flows were reported to be probably due to subacute thrombosis. There were no changes to the patient's condition or anticoagulation status that may have contributed. The results of the ramp echo were negative. Thrombosis was not confirmed. The patient was noted to be stable. The patient had a heparin infusion and tissue plasminogen activator. The patient was discharged home and had close monitoring and with high therapeutic goals.

Manufacturer narrative:
Section b5: this event was also reported within manufacturer report number 2916596-2021-01819. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's pump had power/flow spikes that self resolved. The log file captured pulstility index (pi) events and routine power source changes. The flow and power trends were noted to be lower because the patient had been heparinized but new flow spikes were worrisome for continuous subacute pump thrombus.